Event description:
Received info stating customer received an altitude alarm after submerging the pump in water. Reportedly, customer's blood glucose level was a little elevated.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.